Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, fluid was not able to be passed through the needle from the syringe. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The instrument was returned intact for analysis with a syringe full of saline attached to the luer lock of the device. Based upon the inquiry information received and visual examination, it was concluded, the device was blocked by excess adhesive from manufacturing. The batch record was reviewed and no anomalies were noted during the manufacturing process.